Event description:
The company was informed that the pt's device has migrated and the pt has reportedly experienced pain due to the device migration. Surgery to explant the pt's device will be scheduled.